Manufacturer narrative:
Product has not been returned to MFR for eval. If product is returned eval will be completed and sent to FDA.

Event description:
"Arm of pad broke off during surgery procedure and had to be retrieved from pt."